Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. A user facility reported that upon startup of an impella cp in a patient the pump temporarily stopped and restarted. The pump was replaced to resolve the issue. No patient harm was reported.

Manufacturer narrative:
The investigation into the temporary pump stop issue has been completed since the original report was filed. The pump was returned for investigation. No physical abnormalities were found; however, biomaterial was observed in the purge gap. Data logs confirmed the temporary pump stop issue. The root cause of the temporary pump stop issue was biomaterial, based on returned product and data log review. In accordance with updated procedures, section d6 has been revised from the initial submission.